Event description:
It was reported, the ipg was unable to connect to external devices. A manufacturer representative confirmed and deemed the ipg inoperable. Additionally, x-ray imaging confirmed migration of both leads. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the scs system was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.